Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that in patient¿s mouth. The implant was immediately loaded and the patient presented insufficient bone quality/ quantity (bone type IV).